Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an ink spot on the display. This complaint is being reported because the reported complaint was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.